Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient did not feel any hypoglycemic symptoms and had loss of consciousness. The patient's dog alerted her child to the patient lying unconscious on the floor. The patient's child called 911 and when emergency medical service (ems) arrived the bg reading was 30 mg/dl and the cgm showing 58 mg/dl. The patient was treated by ems with glucagon and upon arrival to the hospital, the bg was showing 90 mg/gl. The patient was observed for 20 hours before being discharged home. There was no documentation of further medical intervention. At the time of the report, the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.